Event description:
Customer reported that the insulin pump was malfunctioning and causing high blood glucose levels. Customer reported receiving multiple no delivery alarms. Blood glucose level was over 600 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit had minor scratched lcd window.(B)(4)